Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report for 1 unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It is reported that intramedullary (im) nail was explanted on (B)(6) 2013. A malunion of right shoulder was discovered on an unknown date. Implant was revised to a total shoulder replacement. Outcome of the revision is unknown. There is no part number available as the catalog number is worn away. Whether the part will be returned for evaluations will depend on the facility pathology lab. No additional information is available at this time. This report is for 1 unknown nail. This is report 1 of 2 for complaint (B)(4).